Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included adenomyosis and leiomyoma nos. Previously administered products included for an unreported indication: mirena. Concomitant products included loratadine (lortab). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed-interpreted as general abnormal bleed"), seizure ("seizures"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity."), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), pigmentation disorder ("skin pigment discoloration") and skin discolouration ("skin pigment discoloration"). The patient was treated with surgery (supracervical abdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, visual impairment, pigmentation disorder and skin discolouration outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pigmentation disorder, psychological trauma, rash, seizure, skin discolouration, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: insertion details-both tubal ostia were visualized and essure implants were placed without significant difficulty. Discrepancy noted in date of insertion (B)(6) 2018 (summons) and (B)(6) 2014 (pfs) patient received treatment for chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain, back pain, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal discharge, skin pigment discoloration. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final diagnosis : result: uterus, supracervical abdominal hysterectomy: 1. Endometrium: secretory phase 2. Myometrium: a. Adenomyosis b. Two small leiomyomas 3. Uterine weight: 73 grams 4. Negative for atypia and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 626806), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". The patient's medical history included: adenomyosis and leiomyoma. Previously administered products included, for an unreported indication: mirena. Concomitant products included: loratadine (lortab). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed-interpreted as general abnormal bleed"), seizure ("seizures"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), pigmentation disorder ("skin pigment discoloration") and skin discolouration ("skin pigment discoloration"). The patient was treated with surgery (supracervical abdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, visual impairment, pigmentation disorder and skin discolouration outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pigmentation disorder, psychological trauma, rash, seizure, skin discolouration, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: insertion details: both tubal ostia were visualized and essure implants were placed without significant difficulty. Discrepancy noted, in date of insertion: (B)(6) 2018 (summons). And (B)(6) 2014 (pfs) patient received treatment for chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain, back pain, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal discharge, skin pigment discoloration. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2017, final diagnosis result: uterus, supracervical abdominal hysterectomy. 1. Endometrium: secretory phase. 2. Myometrium: a. Adenomyosis, b. Two small leiomyomas. 3. Uterine weight: 73 grams. 4. Negative for atypia and malignancy. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot number were added, new reporter, medical history, concomitant drug, historical drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed-interpreted as general abnormal bleed') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity."), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), pigmentation disorder ("skin pigment discoloration") and skin discolouration ("skin pigment discoloration"). The patient was treated with surgery (hyst. (Partial)- interpreted as hysterectomy partial). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, tooth disorder, migraine, headache, nausea, visual impairment, pigmentation disorder and skin discolouration outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pigmentation disorder, psychological trauma, rash, seizure, skin discolouration, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2018 (summons) and (B)(6) 2014 (pfs) patient received treatment for chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain, back pain, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal discharge, skin pigment discoloration. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event injury was replaced and case upgraded from device other event to incident. Events added from pfs- chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed-interpreted as general abnormal bleed, rash/skin condition, hypersensitivity, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal discharge, fatigue, dental problems, migraines, headaches, nausea, seizures, vision problems, skin pigment discoloration, did not undergo confirmation test. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.